Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was broken and was not charging the pump. It was noted that the part that goes into the pump is half off and only partly attached to the cable. Reportedly, the customer used another usb cable to charge the pump. There was no impact to the customer's blood glucose level and a replacement cable was sent to the customer.